Event description:
Turb being done by surgeon. Nurse standing next to cautery unit noticed smoke. The surgeon was asked to stop working. Smoke found to be coming from cautery cord. It was unplugged. Pt. Was inspected for injury - none noted. Damaged cord removed from sterile field. (Damaged cord noticed)